Manufacturer narrative:
Patient information was unavailable from the site. UDI not available at the time of filing. Device manufacture date is not available at time of filing. The software investigation was unable to determine the probably cause based on the information provided. The logs were not able to capture the probably cause of the image orientation issues. This case may be re-opened if additional information is received. The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) (B)(4). This event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: location of aro: (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: software analysis was performed and found that the logs were unable to capture the probable cause.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site took an anterior-posterior image and the image was not centered. They attempted to take a lateral image and received an error on the screen. Site aborted use of the imaging system and navigation and brought in a different imaging system. There was no patient impact reported and a delay to surgery of 10 to 15 minutes.

Manufacturer narrative:
The reported issue was reviewed by medtronic personnel. The review found that the reported issue was suspected to have been caused by the user not following the proper workflow.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Correction: adding proper codes.